Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported that when inserting the guide wire and removing the stylet following successful puncture, the customer found barbs with the tail end of the guide wire, making it impossible to withdraw the introducer needle. The operator opened a new seldinger for re-puncture. It was reported this occurred with five devices. This report addresses the third device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regq2352 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (regq2352) have been reported from the same facility in [country].

Event description:
It was reported that when inserting the guide wire and removing the stylet following successful puncture, the customer found barbs with the tail end of the guide wire, making it impossible to withdraw the introducer needle. The operator opened a new seldinger for re-puncture. It was reported this occurred with five devices. This report addresses the third device.